Event description:
The customer spouse reported that she was giving patient bolus 10 units of insulin and noticed the screen displace .10 units of insulin. Customer stated had low battery alarm and low reservoir alarm. Troubleshooting was done. Assisted the customer to correct time and date. Customer stated she is comfortable using the insulin pump and it could be reprogramming issue. It was also found that customer had low reservoir in the alarm history. Self test was done and it passed. Customer mentioned that patient hospitalized and was removed from insulin pump. She did not recall if they reset the time and date on the insulin pump. Customer had cancer and needed 24 hour care so they placed him in nursing home. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.